Manufacturer narrative:
Additional information: through follow-up it was learned that the iol was implanted on (B)(6) 2017. Additionally, it was learned that the patient is doing well now except for some lingering post-operative inflammation. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the lens subluxating due to zonular dehiscence. A capsular tension ring was placed. The doctor tried to place the ring to suture in the lens; however, it became clear that there was essentially no zonular support present, so the lens was explanted and a model zma lens was implanted. The event was related to patient anatomy. There was no incision enlargement or vitrectomy required. No further information was provided. The lens will not be returned.